Event description:
It was reported that an ilet user experienced hyperglycemia, with glucose reaching 221 mg/dl and remaining above 180 mg/dl for approximately three hours after announcing dinner as a usual meal; the user later began to decline to 208 mg/dl, and a set change was considered but not performed, while the reported meal portions were from a fixed meal service, leaving the cause unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no findings were available, with insufficient information to attribute a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.